Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 3889 lot# unknown implanted: explanted: product type lead product ID 3889 lot# unknown implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer was implanted in (B)(6) 2017 with a lead implantation (s3 right) with good sensory at motor response. Her medical history included suffering from urinary retention since 2014, had herpes zoster meningitis, and before that a discusprolaps/herniation. After implantation, she experienced spontaneous urination. Two weeks later, she got the permeant implant. After one month, the efficacy is lost. The impedance is fine, but the consumer cannot feel the stimulation, even if the stimulation was increased. There had been no traumas. In(B)(6) the consumer had a tined lead implanted (s3 left). Again, the hcp observed good sensor and motor response, but the consumer is still suffering from urinary retention. The consumer can feel the stimulation, and the bladder filling, but she was not able to empty the bladder by herself, she uses catheterization. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Updated: product ID: 388928, lot# va1h1bg, implanted: (B)(6) 2017, product type: lead. Product ID: 388928, lot# va1h1bg, implanted: (B)(6) 2017, product type: lead. Correction: additional information received reported the correct mfg. Site ID is (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported no x-rays or traumas were noted. Actions/interventions were noted as tried to change the pulse rate to 31, 21, and 7 without any difference. The cause of the loss of effect and/or lack of effect had not been determined. The lead that was implanted in april was not explanted in (B)(6). It was noted that the case would be discussed more in december.